Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) troubleshooted the instrument with the customer via telephone. The customer found a y-fitting had disconnected. A bec field service engineer (fse) was dispatched to the site. To resolve the leak, the fse trimmed and reconnected tubing to the diluent filters that had disconnected from its fittings. The fse verified the instrument to meet specified requirements per established procedures. (B)(4).

Event description:
The customer a diluent reagent leak from the right side of a coulter act diff 16 analyzer that occurred during instrument startup. In addition, the customer stated red blood cell (rbc) was failing on startup. The volume of the leak was approximately 2 ml and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous patient results generated and patient treatment was not impacted in connection with this event.